Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose of over 600mg/dl. Customer states there is blood at the site and site was actively bleeding at time of the call. Customer stated that they felt that the leaking at site was reason for high. Customer declined troubleshoot for high blood glucose. Customer advised to change complete set. Product will not be return for analysis.

Manufacturer narrative:
The additional information has been provided with this report.

Event description:
It was reported via phone call that the customers weight was (B)(6)lbs.